Event description:
On (B)(6) 2013, three pts experienced riggers, chills and fever after the port was entered with a 0.9% sodium chloride flush syringe 10ml/12ml and IV start. The infected pt's blood was cultured. Pantoea was identified as the pathogenic microorganism.

Manufacturer narrative:
File sample syringes were sent to nelson labs for sterility, and pantoea screening. On (B)(6) 2013 the gram-negative, bile tolerant was absent of microorganisms.